Event description:
It was reported that during endovascular treatment of an intracranial aneurysm procedure, while repositioning, the subject guidewire distal end got fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during manipulation of the synchro guidewire in circulation distal to the stent mesh, the distal end of the guidewire fractured during repositioning. The additional information received indicates that the guidewire experienced resistance in the tip, where it broke. Some friction/resistance was encountered during the procedure and slight force was used to overcome resistance. The device was not returned for analysis. Based on a review of all available information it is probable that the resistance experienced at the tip of the wire and the force applied to overcome that resistance caused the guidewire to fracture. It is likely that there were procedural and/or anatomical factors present during the clinical procedure which caused the reported friction/resistance. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported guidewire distal tip broken/fractured during use and guidewire difficult to advance, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during endovascular treatment of an intracranial aneurysm procedure, while repositioning, the subject guidewire distal end got fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H6 type of investigation, investigation findings, investigation conclusions are updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the distal end of the subject guidewire was confirmed to be fractured. The distal end of the guidewire was not returned. The functional inspection was unable to perform as the guidewire was fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed. The reported difficulty to advance the guidewire was unable to be replicated, however the damage to the device is consistent with the reported event. The device failed to meet specification when received, based on the damage noted to the returned device. It was reported that during manipulation of the guidewire in circulation distal to the stent mesh, the distal end of the guidewire fractured during repositioning. The additional information received indicates that the guidewire experienced resistance in the tip, where it broke. Some friction/resistance was encountered during the procedure and slight force was used to overcome resistance. The device was returned, and it was confirmed to have been fractured to the distal tip. It is probable that the device fractured as a result of the resistance experienced and the slight force applied to overcome that resistance. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ and the reported ¿guidewire difficult to advance¿ , as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during endovascular treatment of an intracranial aneurysm procedure, while repositioning, the subject guidewire distal end got fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.